Manufacturer narrative:
Physio-control further evaluated the removed therapy connector and determined that the cause of the reported issue was due to damage to the therapy connector.

Event description:
The customer contacted physio-control to report that their device's therapy connector is dysfunctional. As a result, defibrillation therapy may be unavailable, if it is needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the device could read an ECG waveform, but was unable to deliver defibrillation energy as it was not recognizing the therapy connector. Physio replaced the device's therapy connector assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device's therapy connector is dysfunctional. As a result, defibrillation therapy may be unavailable, if it is needed. There was no report of patient use associated with the reported event.